Event description:
The reporter did meter to hcp meter comparison tests. The tests were done within 10 minutes, in a fasting state. Reporter reported that their meter reading was 98mg/dl. The venous test result on the hcp meter (type not given) was reported as 341mg/dl. No symptoms were reported. A control test was not done due to unavailability of supplies. No harm was alleged. Followup attempts to contact the reporter for further info have not been successful.